Event description:
Doing left heart-looked at rt cor, going into lft cor, injected into left cor successfully one time, no cathe exchange, injected second time and air was introduced. Patient was symptomatic to the air. Successful outcome for the patient. Visual evaluation system indicated that it was intact. The system was discarded.